Event description:
Hill-rom received a report from the account stating bed will not alarm until the pt is completely out of the bed. The bed was located at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom technical support inserviced the account how to check sensors and to try swapping the mattress. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2008. It is unk if the facility performed any other preventative maintenance on this bed. Hill-rom technical support has made three attempts regarding a resolution to this contact line, with no response. Based on the info, no further action is required.